Event description:
It was reported that the patient presented for atrial leadless pacemaker (lp) implant. Following mapping, as the physician was almost covering the device, bulging of the protective sleeve was noticed. The device was counter rotated in order to help free the device from suspected interaction with tissue. The physician then continued to look for another target location. Before mapping another location, a drop in blood pressure was noticed from starting pressure of 120/85 to 65/40. Arterial access was obtained which confirmed low blood pressure and through arterial line the pressure was 55/35. Physician then performed a pericardiocentesis for pericardial tamponade which was confirmed on echo. The patient was stabilized following the pericardiocentesis with blood pressure of 140/65 but blood backflow continued from pericardial access. The patient was taken for a thoracotomy and surgical repair. The patient was stabilized and the case was abandoned.